Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced high blood glucose and diabetic ketoacidosis event on (B)(6) 2024. The blood glucose level at the time of event was 20 mmol/l and current blood glucose value was 8.3 mmol/l. The patient was hospitalized and admitted for diabetic ketoacidosis on (B)(6) 2024 and had headache and was feeling sick at the time of hospitalization. The length of hospitalization was 7 days. The patient was treated with intravenous (IV) insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.